Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, a new cartridge was loaded to resolve the minimum fill issue. Customer¿s blood glucose level was 180 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the backup insulin therapy method, but no response was received.